Event description:
It was reported that the programmer began to produce smoke after being powered on. The programmer was replaced and returned for analysis to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
The field complaint of power-up anomaly was verified as the event could be reproduced. A visual examination of the revealed no physical damage and exhibited normal visual characteristics. The unit was plugged into an external power source and was unable to power up. During troubleshooting, the field complaint was revealed to be due to an anomaly in the power supply unit.